Event description:
It was reported that a user requested assistance performing a factory reset and full setup of an ilet system after experiencing challenges with meal announcements and insulin delivery behavior, including pausing the pump due to perceived excessive insulin on board, in the context of prior high-carbohydrate, high-fat meals and prolonged use of the ¿less than¿ meal announcement setting. Symptoms included anxiety and hyperglycemia peaking at 313 mg/dl. Outcomes included successful setup of a replacement ilet, pairing with a dexcom g7 cgm, cartridge and infusion set replacement, time/date configuration, weight entry, and reconnection to the mobile app, after which the system was placed into bionic mode. Investigation included review of the user¿s bionic report and remote troubleshooting with guided device setup steps. Investigation of this case revealed user-driven meal announcement practices inconsistent with current intake and related pump pauses, with no device malfunction observed during guided setup and operation using a 23" 6 mm infusion set and a newly applied cgm. It was concluded, based on previously established findings for similar reports, that the cause was user technique and use pattern related to meal announcement selection and pump pausing.